Event description:
Patient called saying the needles were "breaking and collapsing." After injecting the patient uses the clear cap to cover the pen needle before disposing. He noticed the pen needle was bent. He straightened it with the cap and the pen needle broke off. Additionally he has noticed that after injecting the pen needle is bent.